Event description:
Customer reports vial expiration date of 08/28/2007 while using comfort curve test strips. Acc agent reports (B)(4) shows expiration date of 02/28/2007. Expiration date verified through batch records as 02/28/2007. No adverse event reported. A request was made for return of suspect product and a replacement was sent.